Event description:
It was reported that the customer had a problem with the battery. Customer's blood glucose level was 134 mg/dl. Pump showed a failed battery test. Customer changed 3 batteries and everything worked properly. Customer has gotten a new pump, si it is not a problem with the battery cap. Customer was recommended to buy batteries at the pharmacy. No additional info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the (B)(4).